Event description:
I had my cervical scs implanted at (B)(6) clinic in (B)(6) 2020 and 3 days later started to have peripheral neuropathy symptoms in my r foot. Within a week it was in both feet. I also started to notice color changes in both feet during that time. At my one week check in with the stim nurse and medtronic nurse they said that was not a side effect of the surgery and ignored it. At my two week check in with the surgeon, it was cancelled due to the fact she was laid off, I had an online appointment with a pa who looked at my bandages. I discussed the symptoms again with her, again told it hadn't been seen before. Finally got a hold of the only dr. On staff, the owner, he offer to pull system at 3 weeks but didn't think it was going to change anything. Ordered steroids and x-rays of leads. Within a month neuropathy and color changes moved into my hands. Tried several reprogrammings once medtronic allowed their reps to meet with patients again, 3 months after surgery, nothing improved buzzing in shoulder or pn. Surgeon came back in september and diagnosed with peripheral neuropathy in (B)(6), caused by overactive nervous system from too many surgeries, not scs. Went outside for biopsies and 2nd opinion: not pn. Turned off scs in (B)(6) and constant muscle spasms started to lessen. Scars were still very tender. Fought to get scs pulled and finally had removed (B)(6) 2021. Asked to have my stim, as I have a legal right to, but surgeon told me I couldn't have it. Pain clinic said that my body "just couldn't handle it". Now seeing medtronic models being recalled, not sure if mine is in that category as they never gave me specific paperwork on my unit. I am told I will have permanent pn symptoms and raynaud's none of which I had before implanting the scs. I can barely be on my feet for more than 30 mins without excruciating pain and have limited use of my hands, all new after the implant. I was also not given any of the FDA information or really anything beyond the risk of any basic surgery/not working for pain. FDA safety report ID # (B)(4).